Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a false pacemaker mediated tachycardia (pmt) episode due to atrial flutter (af). Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted. Further information has been requested regarding the reason for explant and explant date. This device has been received for analysis.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.